Manufacturer narrative:
Follow-up #1 date of submission 09/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during the investigation, the keypad was removed and there was contamination found under all the key contacts. The down key intermittently responded while the rest of the keys responded fully to user presses. Unrelated to the original complaint, it was noted that due to damage, ir u 29 was unable to download files and the ir u 29 was replaced. After this occurred, the files were able to be downloaded. It was also observed that when the pump was powered on, the display appeared to be dim and discolored. There no was damaged or peeling observed with the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the down arrow keypad button was intermittently unresponsive and required multiple button presses to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.